Event description:
During a procedure for a hip fracture, the dhs/dcs lag screw would not fit through the dhs plate. The surgeon removed the lag screw and replaced with another lag screw which fit tightly in the plate. Procedure was completed.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Device was not explanted. The device remains implanted in the patient. A review of the device history record showed the device met manufacturing specifications. The raw material met specification and the inspection criteria was accepted.